Event description:
It was reported that the implant detection setting on the cardiac resynchronization therapy pacemaker (crt-p) was not turned on during implant, preventing data collection on the device for its first three months of use. The implant detection will be turned on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 506852 lead implanted: (B)(6) 2001. (B)(4).